Event description:
The ti transformer inside of the power distribution unit got so hot that it set off the fire alarm of the facility. It has an electrical burn smell but the system still works. It is over-heating when the system is turned off. There is still 480vac on the transformer and it is supplying voltage to the gantry for the detector module system. The transformer normally gets hot but not that hot. The customer is leaving the system on so that the fan will cool the transformer.

Manufacturer narrative:
The teal unit has ul electrical safety approval, and that the risk of injury to a pt is remote.